Event description:
The programmer was returned for repair and software update. Follow-up determined that while attempting to interrogate a device prior to an implant case the programmer locked up. The representative replaced it with another programmer and returned this one for service. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).